Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive up arrow button due to corroded keypad traces. Analysis was unable to perform prime test due to button anomaly. The insulin pump was received with cracked case at display window corners and reservoir tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 184 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.